Manufacturer narrative:
Investigation results were made available. Review of event description: the event section of the incident report stated that the femur and the revitan broke following patient fell on the ground. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: three photographs of a computer screen displaying ap view x-rays of the right hip were received. Two images are essentially the same showing an x-ray taken on (B)(6) 2012. A revitan stem is implanted in the right hip. Along the medial side of the proximal part of the stem there is a radiolucent area visible. A radiolucent area, bordered on the bone side by a sclerotic line, can be observed on the lateral side along the proximal half of the proximal part of the stem. There are three cerclage wires around the femur. In the acetabulum a metallic cup fixed with a screw can be observed. The anteversion angle of the cup seems to be low. The third image exhibits an x-ray taken on (B)(6) 2020. The proximal part of the revitan stem seems to be slightly tipped medially. A radiolucent area followed by a sclerotic line can be seen along the lateral side of the proximal part. It seems that there is no change in the anteversion angle of the cup. Product evaluation: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area the fracture is located approximately 3 to 5 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. Both fracture surfaces are partially polished. In addition, on the distal fracture surface there is a shiny polished area in the center as well as some scratches. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, revision damage in the form of scratches and nicks can be seen on the neck and anchoring surface. On the lateral side of the neck and the posterior side of the anchoring surface several spots from the use of an electrocautery tool during surgery are recognizable. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. Slight polishing can be seen on the medial side of the anchoring surface, mainly in the proximal half. On the proximal fracture part of the connection pin there is a circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared material, fretting and corrosion. On the medial side of the stripe there are cracks and a small material break-out visible. Adjacent to the stripe joins the original surface followed by the blasted area. On the latter there are some scratches and deposits on the posterior and lateral side. On the distal part of the revitan stem bone attachments are visible. On the proximal half of the lateral side of the stem there is a bore hole visible as well as tool damage in such a form that the original blasted surface and the fins are not any longer visible. Further, various scratches and nicks can be seen on the anchoring surface of the stem. These damages can be attributed to the revision surgery. In the as-received condition the biolox delta head and the proximal part of the revitan stem were still assembled. For further investigation the parts were disassembled. Before the disassembly the stem to head position was marked. The head shows diffuse metallic smearing on the articulation surface as well as on the bottom bevel. These derived probably from revision surgery and/or shipment of the explants to zimmer biomet as the parts arrived packaged in one plastic bag without separate protection of the single parts. On the articulation surface, at approximately 60°, there is a gray-greenish elliptical-shaped area. It has a length of approximately 10 mm and a maximal width of approximately 2 mm. Closer inspection of this area with a low power microscope (leica mz16 a) revealed a stripe with smeared material. Under certain lighting conditions it can be observed that the stripe has a matt appearance. The stripe was further inspected under the microscope (nikon epipho) at 200-times magnification with differential interference contrast (dic). Compared to the polished head surface several dark appearing spots can be observed at the transition between the polished area of the head and the stripe. The intensity and amount of the spots increases towards the center of the stripe. The spots could possibly be pits. The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: according to the received information the revitan stem was implanted on (B)(6) 2012 and revised approximately 8 years and 3 months later. The incident reports states that the femur and the revitan broke following patient fell on the ground. As there is no clinical information, e.g. Surgical reports, complete x-ray follow-up, at hand the further background of the situation stays unknown. The fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a circumferential stripe revealing a mixture of surface changes. On the medial side of the stripe cracks and a small break out could be observed. For further analysis destructive methods would be necessary. The latter can only be performed with the written consent from the patient which was not received. It is unknown if the circumferential stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. Further, slight polishing can be seen on the medial side of the anchoring surface of the proximal part. This indicates movement between the part and the surroundings. It is unknown if this existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. Based on the x-ray at hand taken after the implantation of the revitan stem, radiolucent areas were observed between the cortical bone and the medial and lateral side of the proximal stem part. On the pre-revision x-ray, the proximal part of the stem seems to be slightly tipped to medial exposing a radiolucent area on the lateral side. A complete x-ray follow-up is not at hand and therefore it stays unknown how the bone situation developed during the time in vivo. Based on the above described findings, the proximal bone support of the revitan stem immediately after implantation surgery can be interpreted as suboptimal. This in combination with other factors, e.g. The surface changes observed on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. As there is no patient information available (e.g. Bmi, type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. On the articulation surface of the biolox delta head there is a gray-greenish elliptical-shaped area. Closer inspection of this area revealed a stripe with smeared material that has a matt appearance. These findings could point to a stripe wear situation. On the x-rays at hand the anteversion angle of the cup seems to be low which could possibly be a contributing factor. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and / or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Concomitant medical products: bioloxâ® delta, ceramic femoral head, l, ã¸ 40/+3.5, taper 12/14; catalog no#: 00877504003; lot#: 286360. Revitanâ®, proximal part, conical, uncemented, 75, taper 12/14; catalog no#: 0100401075; lot#: 2594262. Concomitant medical products - therapy date: (B)(6) 2020. The manufacturer did receive x-rays and per for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.